Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the staff member received an unintended shock when touching the front panel of the device to press the shock button. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not provide any information regarding the adverse effect on the staff member who received the unintended shock.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing, including shock testing, without duplicating the report. Review of the device log found no evidence of the report. All shocks were reviewed and found to be successful and within specification. No errors or warnings were present. An internal and external inspection of the device found no discrepancies. The device passed all electrical safety testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.